Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, disease progression. Evaluation, conclusion: disease progression.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 28 months ago. The aneurysm and vessel morphology at the time of implant are unk. Currently the vessel morphology was reported as having disease progression and ectatic. The aortic neck was 1 cm in length. The pt presented emergently with abdominal pain. The CT demonstrated that there was a large type ii endoleak (from the lumbar artery) with aneurysm enlargement, which resulted in a proximal type I endoleak. The stent graft remains at the renal artery, but the aortic neck has dilated due to the expansion of the aneurysm. The physician elected to implant 11 coils in the aneurysm up to the stent graft and the proximal type I endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.